Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 403mg/dl. The customer treated with a bolus and the pump. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles or insulin issues. The device settings were correct. Customer was advised that the pump was operating as designed. The customer declined to perform the high pressure test and was advised to call back if necessary for additional assistance.